Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia. (B)(4).

Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated about an hour before she had dinner, she administered a dose of insulin. The patient added that she checked her cgm reading when she had administered the insulin dose but does not recall exactly what it said. Then, around dinnertime, the patient stated that she suffered from a hypoglycemic event during which she exhibited drunken-like behavior including slurred speech, inability to coordinate movement, and awareness but no control. The patient's husband noticed the patient's condition and measured her blood glucose meter value which was stated to be around 2.0 mmol/l. The patient's dexcom cgm was reportedly displaying sensor error at the time of the incident, but the patient stated that she does not recall receiving the no readings alert as she has memory loss issues due to an accident she experienced previously (unrelated to dexcom). The patient was given tea with sugar by her husband, after which she recovered. She was doing well at the time of contact the following day. A review of performance data indicates that the patient's low alert was set to 3.9 mmol/l and her always sound feature was disabled. The patient's no readings alert was also enabled and was set to trigger after 20 minutes of continuous sensor error. The patient's estimated glucose value read 5.9 mmol/l at 5:40 pm on (B)(6) 2022, after which she experienced a period of continuous sensor error until 6:25 pm. The patient received no readings alerts at full volume every five minutes from 6:00 pm to 6:15 pm -- a total of four alerts. The no readings alert was then acknowledged at 6:16 pm. After the patient's estimated glucose values returned at 6:25 pm, she received a low alert at full volume with an egv of 3.6 mmol/l. The patient's estimated glucose values (egvs) then crossed back into target range at 6:30 pm with an egv of 4.4 mmol/l. The patient's estimated glucose values remained in target range thereafter until about 8:20 pm, at which point the patient experienced another period of sensor error which lasted until 8:45 pm. At 8:45 pm, the patient received a low alert at full volume with an egv of 3.2 mmol/l. At 8:50 pm, the patient's egvs dropped below the urgent low alert threshold and she received an urgent low alert at full volume with an egv of 2.6 mmol/l. At 8:55 pm, the patient received a second urgent low alert at full volume with an egv of 2.4 mmol/l. The patient then experienced a period of prolonged signal loss from 9:05 pm until about 6:00 am the following morning. The reported complaint of sensor error over an hour was not confirmed. The probable cause of the hypoglycemic event could not be determined as data investigation shows the patient received all intended alerts and the device performed within specifications and patient settings. No additional patient or event information is available.